Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with around 300 units of insulin, and the insulin gauge remained static at 105 units. The customer confirmed that the current cartridge would continue to be used and declined to load a new cartridge onto the pump. The customer's blood glucose level was 350 mg/dl and was addressed with a bolus via the pump.